Event description:
Device 2 of 2. Reference MFR report 1627487-2011-07071. The pt received a scs system on (B)(6) 2010. It was reported on (B)(6) 2011 that the pt was not feeling stimulation on her back, but felt stimulation on her legs. The pt is unable to change between programs. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.